Manufacturer narrative:
Mw5092812. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown baxter syringes appeared to have condensation. It was further reported an ¿oily substance¿ was noted to the touch. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.